Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a broken connector and additionally noted that two case screws were contaminated and the display wires were pinched but the insulation was not compromised. It also noted that this unit needed the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's ventricular port was broken. It was further reported that a test and calibration procedure were requested. The generator was returned for service. There was no patient involvement.